Manufacturer narrative:
(B)(4): evaluation revealed that the there was no damage to the keypad. All of the buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. The pump was returned with visible moisture in the display lens. A case leak was found. A crack was observed on the back of the pump near the ir window. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Internal moisture was found on the pcb and internal components. There was no defect found. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons were unresponsive after exposure to water. It was reported that after attempting to change the batteries the patient was unable to confirm the verify screen. The patient noted that condensation behind the display. The patient denied any damage to the rubber keypad. The patient reportedly wore the pump attached in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.